Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for an oral extraction and volume overload. The drive line had drainage. A wound culture came back positive for staphylococcus aureus. A CT scan of the patient's abdomen and pelvis also confirmed infection. The patient also had significant lower extremity edema and abdominal bloating. A full dental extraction and bridge to heparin was scheduled. After dental extraction on (B)(6) 2018 the patient started getting low flow alarms. Hemoglobin was noted to have dropped from 12.8 g/dl to 10.3 g/dl. Potassium and creatinine levels were elevated. The patient had bleeding gums from surgery and bright red stool. The patient was given 1 unit of packed red blood cells (pbrcs), then thermocauterized to stop extraction bleeding in mouth, and then given 2 units of pbrcs. The patient was noted to have atrial fibrillation with rapid ventricular response and was started on dobutamine for hemodynamic support and amiodarone. Improvement was seen after a few days and the patient was able to be weaned off inotropic therapy prior to discharge.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (driveline infection, gastrointestinal bleeding, cardiac arrhythmia, and patient condition) could not be conclusively determined through this investigation. The reported low flow alarms could not be conclusively determined through this investigation as no log file data was provided by the account. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists driveline infection, cardiac arrhythmia, and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are also outlined in this section. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Section 6 lists arrhythmia and infection as potential late postimplant complications that may be associated with the use of the heartmate 3 left ventricular assist system. This section also contains information regarding the recommended anticoagulation therapy and international normalized ratio range. Section 7 outlines all system alarms and the recommended actions associated with them. Care instructions regarding preventing infection are provided in various sections of this document. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.